Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat cystocele, rectocele, and stress urinary incontinence on (B)(6) 2010 and an anterior and posterior pinnacle mesh, boston scientific, and an obturator sling were used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient presented to her doctor in (B)(6) 2011 and was found to have exposed mesh in her vagina. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.